Event description:
The article, "early structural valve deterioration and cusp tear leading to acute heart failure in a second- generation trifecta glide technology heart valve", was reviewed. The article presented a case study of a 70-year-old male patient with a bicuspid aortic valve. It was reported that on an unknown date, a 21mm trifecta gt valve was chosen for aortic valve replacement (avr). It was then reported 30 months post-procedure, the patient was admitted to the hospital for heart failure with sudden onset chest pain, worsening dyspnea, and cough. Cardiac auscultation revealed a grade 3 aortic diastolic murmur and a grade 1 systolic murmur. Transesophageal echocardiography revealed severe aortic regurgitation, with a mobile prosthetic leaflet prolapse near the non-coronary cusp of the trifecta gt valve. A decision was made to perform redo-avr. Surgical inspection rupture of the externally mounted pericardial leaflet of the noncoronary cusp extending down to the sewing ring from the top of the stent post. There were no signs of endocarditis, pannus formation, leaflet calcification, thrombus formation, or paravalvular leakage. The trifecta gt valve was explanted and replaced with a 21mm inspiris resilia aortic valve. Patient was discharged on post-operative day 11. [(B)(6)].

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
As reported in a research article, trifecta gt valve was implanted in a 70-year-old male patient with a bicuspid aortic valve. 30 months post-procedure, the patient was admitted to the hospital for heart failure with sudden onset chest pain, worsening dyspnea, and cough. Cardiac auscultation revealed a grade 3 aortic diastolic murmur and a grade 1 systolic murmur. Transesophageal echocardiography revealed severe aortic regurgitation, with a mobile prosthetic leaflet prolapse near the non-coronary cusp of the trifecta gt valve. The trifecta gt valve was explanted and replaced with a 21 mm non-abbott device. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: early structural valve deterioration and cusp tear leading to acute heart failure in a second- generation trifecta glide technology heart valve.

Event description:
N/a.